Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident. A technical support specialist (tss) identified that the issue was likely caused by a temporary server reset or interruption. No manual intervention was required, as the issue resolved automatically once the server stabilized. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ es server were intermittently going into and out of critical override, and new orders were not crossing over to the stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.